Manufacturer narrative:
The company service rep examined the system and repaired the IV pole coupling. The cpc connector was replaced as a preventive measure. The cpc connector is not related to the event reported and was disposed of. The system was then tested and met all product specifications. (B)(4)

Event description:
Adverse event(s): "the nurse stuck her finger in the IV pole while it was moving and it pinched her finger" (no code available). Product problem(s): "the set screws and rings in the IV pole are loose" (loose or intermittent connection). The nurse reported the set screws and rings in the IV pole are loose, things are getting stuck. One nurse's finger was pulled into the loose IV pole and was injured. The company safety data management monitor reviewed with the nurse that the system operator's manual warns to keep clear of the IV pole when it is in motion to prevent skin, hair, and/or clothing from being trapped in the IV pole mechanism. Additional information received from the nurse stated that in between cases while preparing the room for the next case, she was trying to get a piece of glove out of the IV pole. The nurse stuck her finger in the IV pole while it was moving and it pinched her finger. The nurse was sent to the hospital occupational health department for treatment. The treatment received was an ice pack and a pressure dressing. No pt was involved as the event occurred in between cases.